Event description:
It was reported that during a pci/rotational atherectomy procedure, the floppy rtw guide fractured. The lesion being treated was located in the 90% stenosed and heavily calcified proximal to mid left anterior descending (lad) coronary artery. The physician had ablated the lesion with a rotalink 1.5mm and 1.75mm burr. Following ablation, the floppy rtw guide wire was removed. Upon removal, it was noted that the tip of the wire had fractured and remained in the pt. In the opinion of the physician there was "no problem" leaving the guide wire tip in the vessel, therefore, no attempt was made at retrieval. Pt status is listed as "stable."